Event description:
Additional information received no patient involved.

Manufacturer narrative:
One medfusion pump was received with the top case cracked. The event history log was reviewed and there was a supercap post error. The power up process was conducted and the reported error was unable to be duplicated. The issue was caused by a counterfeit (broken glue) black low profile supercap that was installed on the main board. This issue was customer induced via the customer's use of unapproved / counterfeit components to repair their pump. The use of counterfeit components in the repair of medfusion pumps is strictly prohibited. The mainboard will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a super cap error message. There was no reported adverse event.